Event description:
It was reported that while using bd tube pln plh 13x75mm 4.0ml plbl rd br, an unspecified number of tubes present too much fibrin and are releasing from distal needle during acquisition. No patient impact reported. The following information was provided by the initial reporter: "customer reports plain tubes present too much fibrin and are releasing from distal needle (pushing back) during acquisition."

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval? Yes returned to manufacturer on: 03-aug-2023. Investigation summary: bd received 100 samples, 3 photos, and 1 video for investigation. The photos were reviewed and the indicated failure mode for fibrin or tube push off could not be observed. The video was reviewed and tube push off was observed. Additionally, the customer samples along with retention samples from bd inventory, were visually and functionally tested with no issues identified; all tubes tested were within specification. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for tube push off based on the video provided. This complaint was unable to be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd tube pln plh 13x75mm 4.0ml plbl rd br, an unspecified number of tubes present too much fibrin and are releasing from distal needle during acquisition. No patient impact reported. The following information was provided by the initial reporter: "customer reports plain tubes present too much fibrin and are releasing from distal needle (pushing back) during acquisition."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter fax #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.